Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto mapping system other company¿s devices were used during this study: recording system ep med systems. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient underwent radiofrequency catheter ablation for paroxysmal atrial fibrillation and suffered pericardial tamponade. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "role of adenosine after antral pulmonary vein isolation of paroxysmal atrial fibrillation: a randomized controlled trial." The purpose of this study was to determine whether ablation of pulmonary vein reconnections unmasked by adenosine improves outcomes. The subjects of this study were 129 patients who underwent catheter ablation to eliminate paroxysmal atrial fibrillation between october 2011 and october 2013 at the university of michigan hospital. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): one (1) patient av fistula. One (1) patient transient phrenic nerve paralysis. Four (4) patients access site hematomas. Suspected device is lasso diagnostic catheter, however catalog and lot number are unknown. The awareness date for this complaint is 05/24/2016 because the article was reviewed on 05/24/2016.